Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was wrong detection of left ventricular (lv) lead threshold during interrogation. Capture threshold was deactivated. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.